Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 3 perclose proglide devices are filed under a separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in a common femoral artery using proglide devices via a 6f sheath using the pre-close technique prior to an aortic prosthesis procedure. The suture of the first proglide device was successfully preplaced using the pre-close technique. Reportedly, four proglide devices had no suture present when the plunger was removed. The sutures of two other proglide devices were successfully preplaced. The successfully preplaced sutures of the two proglide devices were used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.